Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device after a diagnostic procedure. The arterial access site was confirmed in the common femoral artery. It was reported that the device was inserted without difficulty. Even though a weak pulsatile mark was obtained, the physician decided to deploy the device. Hemostasis and closure were achieved. The pt remained hospitalized for an unspecified reason. The pt complained of an "uncomfortable" feeling around the arterial access site. A cat scan was performed and the results were negative for a thrombus. An angiogram was performed and revealed 90% stenosis at the arterial access site. The pt was taken to surgery for an artificial bypass graft. The surgeon stated that the arterial puncture was performed to the side wall of the femoral artery and that the bottom wall of the artery was sutured to the side wall. There was no report of further adverse pt sequelae.